Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a leak from the pipe. This occurred before patient use/during priming. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: there were five photos for review. The customer provided the photographs shown above, in one of the images liquid can be seen next to a circuit, the sample has not been received in the tijuana site. We are unable to confirm the reported complaint. If the product is returned, lsm will reopen this complaint for further investigation. The leak issue was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.